Event description:
It was reported that the patient started having problems with her implantable neurostimulator (ins) and it was ¿not running¿. It was noted that the ins was working ¿really good¿ but all of a sudden it just ¿poopered¿ out on the patient. It was reported that the patient¿s health care provider wanted to take the ins out and put a new one in. It was noted that the patient could move her head one way and feel a ¿little itty bitty sensation¿ but feels ¿absolutely nothing¿ and no relief if she moved her head the other way. It was reported that the patient has pain that runs from the back of her neck down to the back of her kneecap. It was noted that the pain had been there for years from reflex sympathetic dystrophy syndrome (rsd) and had experienced ¿some¿ falls. It was reported that the patient was not getting any sensation from the ins. It was noted that the patient had some reprogramming done, but it had not helped.

Manufacturer narrative:
Concomitant medical products: product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2005, product type: lead. (B)(4).